Event description:
A patient reported experiencing inaccurate erratic results with a one touch meter. The patient's blood glucose result was 17mg/dl. This was the only reading provided by the customer. Tests were done 10 minutes apart. Patient did not experience any adverse event. No further information has been reported.